Event description:
The user facility reported that a flower catheter (hakko) was used. It was assumed that the urethane was peeled off with the metal needle when it was pulled out. The urethane of approx. 5cm of the guidewire was peeled off. The peeled piece remained in the liver. Patient was harmed but not seriously. The peeled piece remained in the patient's body (unretrievable).

Manufacturer narrative:
1. Record review: 1.1. Since the actual sample was not returned, investigation of it could not be performed. 1.2. From the circumstances of occurrence, we have been aware that the metal needle was used in combination with the actual product. 1.3. History investigation of the product with the involved product code/lot# · no anomaly was found in the manufacturing record and the shipping inspection record. · no other similar report from other facilities was found in the past complaint file. 1.4. Based on our past knowledge, we have experienced that the outer layer may be peeled off when using radifocus guide wire m and a metal needle in combination. 2. Cause of occurrence/conclusion: based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record of the actual product. From the circumstances of the occurrence of this case, it was inferred that since the actual product and a metal needle were used in combination, the outer layer of actual product was peeled off. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834..